Manufacturer narrative:
H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which observed the tubing of the set was broken/sliced (half/snapped). The reported condition was verified. The cause of the condition was determined to be manufacturing related due to inadequate placement of the set in the pouch prior to packaging, leaving parts of the set outside the pouch and exposed to the blades of the packaging machine. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink system continu-flo solution set broke or tore in half close to a y-site. This was identified during infusion of "continuous IV fluids". The infusion was immediately stopped and a restarted with new tubing and fluids. There was no report of patient injury or medical intervention associated with this event. No additional information is available.